Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs300 (iabp) had air leak message on display during a staff training session. There was no patient involved.